Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity blood set spike pieces came off the tubing. The following information was provided by the initial reporter: a nurse was opening smartsite gravity blood set w/ pressure pump and when she pulled the product out of the bag the spike pieces came off the tubing. This did not get used, there was no danger to the patient.

Manufacturer narrative:
H6: investigation summary a sample was received and the spikes were clearly separated upon opening package, this verified the customer's complaint. The tubing was analyzed under high power digital magnification and the root cause has been traced to a lack of solvent applied during the production of this set. The production team has been made aware and are working to eliminate further occurrences of this failure. A device history record review for model 10010903 lot number 21089164 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite gravity blood set spike pieces came off the tubing. The following information was provided by the initial reporter: a nurse was opening smartsite gravity blood set w/ pressure pump and when she pulled the product out of the bag the spike pieces came off the tubing. This did not get used, there was no danger to the patient.